Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual dimensional and functional inspection was performed on the returned device. The reported deployment issue and difficulty with the thumbslide was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy such that the resistance was encountered with the thumbslide and the ratchet was unable to properly engage the stent properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a totally occluded lesion with mild calcification in the profundal artery. The supera was advanced without issue to the target lesion successfully. During deployment, the stent partially deployed at the lesion, approximately 3 cm, due to the thumbslide stopped working, and further deployment could not be performed. The supera stent was removed, patially deployed, with the stent delivery system, without resistance. The procedure was completed with another supera of the same size. The lesion was treated as planned. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.